Event description:
It was reported that the customer woke up with elevated blood glucose levels (approximately 500 mg/dl). Customer delivered a correction injection to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.